Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge or power interruption to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection, an issue with one of the 2 concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that either the controller or the foot pedal weren't working to provide coag to the wand. Hemostasis was achieved with a suction cautery device to finish the case. No patient harm or procedural delay. Complaint 1 of 2. See (B)(4) for related foot pedal complaint.